Manufacturer narrative:
Date of event estimated . Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the 10x100 mm absolute pro self expanding stent separated in two pieces in the anatomy. A single radiographic image provided appears to show the absolute pro stent, located in the upper left arm region and separated into two (2) separate pieces. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the absolute pro .035 peripheral self-expanding stent system instructions for use (eifu) states: the absolute pro .035 peripheral self-expanding stent system is intended for the stenting of peripheral arteries as an adjunct to percutaneous transluminal angioplasty (pta) and for the palliation of malignant strictures in the biliary tree. A cine was received and reviewed by an abbott vascular clinical specialist. In conclusion, based on the single radiographic image provided, it can be confirmed that the absolute pro stent, located in the upper left arm region, likely a brachial vessel, has fractured and separated into two (2) separate pieces with an additional section appearing to be either twisted or having a partial separation. As a limited amount of information was provided regarding this event, the investigation determined a conclusive cause for the reported material separation cannot be determined. The noted deviation of the instructions for use possibly contributed to the reported difficulties; however this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.